Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in the set) was not confirmed due to lack of sample. The cause was undetermined. The lot number is unknown therefore a batch review was not performed. Label review was not performed as no user error was suspected. An individual trend review was not performed. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) on the homechoice machine, which occurred during dwell 3 of 5. Product surveillance contacted the hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp stated she did not notice anything with the setup at the time of the alarm. The hp stated she resumed therapy using new supplies and the peritoneal dialysis registered nurse (pdrn) was aware of the alarm. There was patient involvement. No patient injury or medical intervention was reported.